Manufacturer narrative:
The insulin pump alarmed unexpected weak battery and failed battery test alarms during testing due corroded battery tube and battery cap contact. However, all operating currents are within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or unexpected low battery alarms were noted. The motor was tested outside the device and passed. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads, minor scratched lcd window and with stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed low battery, failed battery and motor error. Customer stated he tried multiple batteries and pump continued alarming. After inserting a battery, he screwed on the cap and pump had a black circle at the top. He stated he noticed threads may have battery acid on the threads. Customer is starting to get uncomfortable using the insulin pump. The customer also mentioned that the paramedics were contacted and customer was treated at the scene for low blood glucose. Customer mentioned he has experienced low blood glucose since he was (B)(6). On the first incident (B)(6) 2016, customer's blood glucose was 31mg/dl, second incident (B)(6) 2016 his blood glucose was in the 40's mg/dl. He put the battery cap in the insulin pump; received a failed battery test and weak battery. After troubleshooting was completed, the insulin pump did not alarm failed battery test. Customer declined low blood glucose troubleshooting.